Event description:
It was reported that the patient presented for an implant procedure. It was noted that the guidewire failed to be advanced as there was resistance on the left ventricular lead. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece. The guidewire could not be inserted beyond the distal region. Dissection of the lead found dried blood inside the inner coil. The cause of the reported event was due to dried blood inside the inner coil.